Event description:
The ra and rv leads were removed due to subclavian crush. A temporary lead was put in through the patient's neck at this time. The device and temporary lead are expected to be replaced soon. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.